Manufacturer narrative:
During a superficial femoral artery (sfa) stenting procedure, the 5x150 120cm smartflex stent failed to release as the luer hub did not connect with the delivery sheath when the stent was incompletely released. The target lesion was the sfa. The lesion diameter was 5mm, had no calcification, no vessel tortuosity, the rate of stenosis was 100% and the device was used for a chronic total occlusion (cto). The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was able to be fully deployed in the end. The delivery sheath and the luer had been cut outside of the patient. There were no separated pieces left in the patient. The procedure was completed successfully and without patient injury. No additional information was reported. The device was returned for analysis. One non-sterile unit of a 5x150 120cm smartflex stent catheter was received for analysis inside a plastic bag. Per visual analysis, one kink was noted on the outer shaft 15.5 cm from the fitting luer and another kink on the inner shaft 19.2 cm from the distal tip. Also, the outer member sheath was noted to be separated from the fitting luer on the proximal area. The stent was deployed during the procedure. No other anomalies were observed. Per microscopic analysis, several elongations were noted on the separated material of the outer member sheath. The damage patterns are commonly associated with separations caused by material tensile overload; therefore, it is assumed that the outer sheath material was induced to a tensile force that exceeded the material yield strength prior to the separation. It could be suggested that procedural factors and/or handling process may have contributed to the outer sheath separation. A procedural film was received showing what appears to be two individuals applying excessive force to the device, it is unknown at what step in the procedure the video was taken. Three device photos were also received showing a smartflex stent delivery system, a separation to the outer sheath is noted. The device has blood residues on it. A product history record (phr) review of lot 44988 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub (inner shaft)- [guide wire lumen hub (luer hub)]- damaged¿ was not confirmed since no damage was noted on the luer hub. The reported ¿stent delivery system (sds)-ses-separated - in patient¿ and ¿outer sheath - separated - in patient¿ were confirmed since a kink was noted on the inner shaft and the outer sheath member were noted to be separated from the fitting luer. Also, a kink was noted on the outer shaft. Nevertheless, per the damaged condition of the device as received, it could be suggested that procedural factors and/or handling process may have contributed to the kinks and the outer member sheath separation. As per the instructions for use (IFU), which is not intended as a mitigation, ¿during preparation, evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. If resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. Use caution when crossing a deployed stent with any adjunct device. Prior to stent deployment, remove all slack from the catheter delivery system. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the 5x150 120cm smartflex stent failed to release as the luer hub did not connect with the delivery sheath when the stent was incompletely released. The target lesion was the superficial femoral artery (sfa). The lesion diameter was 5mm, had no calcification, no vessel tortuosity, the rate of stenosis was 100% and the device was used for a chronic total occlusion (cto). The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was able to be fully deployed in the end. The delivery sheath and the luer had been cut outside of the patient. There were no separated pieces left in the patient. The procedure was completed successfully and without patient injury. Images are available for review.